Manufacturer narrative:
One used 14687-15 primary plum set was received for inspection. No damages or anomalies noted. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. There were no restrictions in flow. The reported complaint of a pump alarm was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1 - ext. 261250.

Event description:
The event involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which the customer reported an occlusion in cassette. The customer stated that the pump showed cassette when health care provider was loading the cassette into pump. It was unknow if the incident occurred immediately after the cassette was inserted or if the infusion had been started. There was no harm reported as a consequence of this event.